Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, during patient procedure for installation of pacemaker, the patient rhythm became asystole. The defibrillator did not pace. CPR was performed on the patient. The output of the defibrillator was adjusted to 120ma, but pacing was not achieved. The patient was given adrenaline, which induced the patient rhythm for awhile, which allowed installation of temporary pacemaker via femoral artery. We are considering this event to be a serious injury as there was clinical action taken to prevent a death/serious-injury. It is not currently known whether there was an adverse event to the patient, as the patient was transferred to cardiac ICU sedated and intubated. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not pace a patient with a heart rhythm of asystole, who was undergoing placement of a temporary pacemaker via the femoral artery. Philips is considering this event to be a serious injury as there was clinical action taken to prevent a death/serious-injury. Post event, the patient was transferred to the cardiac intensive care unit (ICU) sedated and intubated.